Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a decrease trend in r-wave measurements and exhibited oversensing on high rate non-sustained episodes. The system was noted to be functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.